Event description:
Proximal needle kink observed during lab evaluation, related complaint cn-079342. No adverse effects on patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 04-sep-2025.

Manufacturer narrative:
This file is related to (B)(4) and has been opened to capture the instance of proximal needle kink observed during the lab evaluation of (B)(4) device evaluation: (B)(4) unit of lot c2150012 of echo-1-22 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 05 mar 2025. On evaluation of the devices the following observations were made: visual inspection: device returned without the stylet. Device returned with needle advanced. Distal end of needle examined, and no issue observed. Biological matter observed at the distal end of sheath. Proximal needle kink observed just below sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance the needle handle but only advanced to position 5. Needle handle able to retract with no issue. Needle removed from device and break observed inside the handle approx. 3.5cm below the needle hub manually straightened the kink below sheath extender and now the needle handle able to advance and retract. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2150012 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order c2150012. A second complaint (B)(4) is registered for the same device to capture the ¿needle cannula breaks within the handle¿ instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to user technique or device handling, where the positioning of the needle required increased angulation and excessive bending while attempting to advance the needle after the first puncture. This may have resulted in a needle kink below the sheath extender as observed during the lab evaluation. A CAPA (CAPA 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to user technique or device handling, where the positioning of the needle required increased angulation and excessive bending while attempting to advance the needle after the first puncture. This may have resulted in a needle kink below the sheath extender as observed during the lab evaluation. Complaint is confirmed based on visual and/or functional inspection.